Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins is protruding causing them irritation and pain. The patient had the ins revised on (B)(6) 2018 for the same issue. The patient is going back to their hcp on (B)(6) 2019 with the same issue still present. No further complications were reported or anticipated.